Event description:
It was reported to medtronic minimed that the customer experienced no communication between inpen and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-105elblna, mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer discontinued to use of the device and mmt-105elblna was returned for analysis. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical device mmt-8060.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿dose does not match¿. Performed battery investigation and battery measured 3.002 v. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot inpen passed front cap investigation. In conclusion: missing injection foot was confirmed during visual inspection. Missing injection foot can affect insulin delivery and accuracy of dosages. Unable to confirm customer's concern of inpen not pairing to app due to missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.